Manufacturer narrative:
(B)(4). Date sent: 4/25/2024. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Manufacturer narrative:
(B)(4). Date sent: 5/15/2024. D4: batch # 590c18. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ec60a device was received for analysis with a 12 mm trocar inserted in the shaft of the device, no apparent damage and with a gst60g reload loaded on the device. The reload was received partially fired 1/3. In addition, tissue was noted in the deck of the reload. The device was tested for functionality in the articulated position with the returned reload by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties noted during the functional testing, the device opened and closed as expected. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. The knife returned without difficulties noted. The partially fired is consistent with an incomplete or interrupted cycle. Please reference the instruction for use for more information. Although no conclusion could be reach on the cause of the reported event of "knife reverse and would not open", the instructions for use do contain the following caution: if the jaws do not automatically open after the anvil release button is pressed, first ensure that the knife is in the retracted position by verifying that the stroke count indicator displays ¿0¿ and knife direction indicator points towards the proximal side of the instrument, or that the knife blade indicator is in the home position. If the stroke count indicator or knife blade indicator is not in the home position, push the red manual knife reverse switch downward to reverse the knife motion and squeeze the firing trigger, completely until it rests on the closing trigger. Press the anvil release button. If the jaws do not open at this point, then gently pull the closing trigger, upward (away from the handle) until both firing and closing triggers return to their original positions. If the instrument locks out, the stroke count indicator will display a lockout symbol. Stop and push the red manual knife reverse switch downward to reverse the knife motion; the knife direction indicator will display an arrow pointing towards the proximal end of the instrument to indicate the knife is in the return mode. Squeeze firing trigger (2) completely until it rests on the closing trigger. The stroke count indicator will display ¿0¿ to indicate the knife has returned to its home position. Then press the anvil release button to release the jaws from the tissue. Close the instrument jaws by pressing the closing trigger (1), remove the instrument, and replace the cartridge. Firing through the lockout mechanism will break the instrument. Device history review: a manufacturing record evaluation was performed for the finished device batch number 590c18, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the device fired plastic to plastic on the first firing? How was the device removed from the tissue? What tissue was the device stuck on? What is meant by ¿suddenly stopped and then got stuck¿? What color cartridge was used? Was this the initial use of the device in the procedure? What member of the team fired the device? What is their level of experience with the device? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 3/26/2024. D4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the device fired plastic to plastic on the first firing? How was the device removed from the tissue? What tissue was the device stuck on? What is meant by ¿suddenly stopped and then got stuck¿? What color cartridge was used? Was this the initial use of the device in the procedure? What member of the team fired the device? What is their level of experience with the device? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unk procedure, surgeon informs that when he closed the device's jaws and start with the first step of the firing, the knife advanced until the 2nd step, which suddenly stopped and got stuck and couldn't advance till the end of the stapler line. The knife didn't return even though the red return button was pressed, so device's jaws didn't opened keeping tissue inside. So they had to convert the procedure to an open one instead of a robotic procedure as planned. The surgery was completely performed once they switch it to an open one. The surgery was delayed by 45 minutes and completed successfully. No fragments were generated.